Event description:
Alleged deflation.

Manufacturer narrative:
No manufacturing defects or other abnormality was found on macroscopic or microscopic examination of the explanted device. No leak could be reproduced during explant analysis. A diagnostic error has occured.

Event description:
Alleged deflation.

Event description:
Alleged deflation

Manufacturer narrative:
Deflation reported as the reason for complaint. Device not explanted. No findings available.